Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 28-mar-2023. The most recent information was received on 13-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of musculoskeletal pain ("muscle and joint pain") in a 41 year-old female patient who had essure inserted (lot no. C64477). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced musculoskeletal pain (seriousness criterion medically important), memory impairment ("memory problems"), disturbance in attention ("concentration problems"), affective disorder ("mood disorders"), visual impairment ("vision problems") and gastrointestinal motility disorder ("transit problems"). Essure treatment was not changed. No causality assessment was received for essure with regard to musculoskeletal pain, memory impairment, disturbance in attention, affective disorder, visual impairment or gastrointestinal motility disorder. The reporter commented: events occured from 2015 to 2023 onwards. Removal procedure pending. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Lot number: c64477. Production date: 2014-06-13. Expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-apr-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of musculoskeletal pain ("muscle and joint pain") in a 41 year-old female patient who had essure inserted (lot no. C64477). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced musculoskeletal pain (seriousness criterion medically important), memory impairment ("memory problems"), disturbance in attention ("concentration problems"), affective disorder ("mood disorders"), visual impairment ("vision problems") and constipation ("transit problems"). Essure treatment was not changed. No causality assessment was received for essure with regard to musculoskeletal pain, memory impairment, disturbance in attention, affective disorder, visual impairment or constipation. The reporter commented: events occured from 2015 to 2023 onwards. Removal procedure pending. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.